Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, a supplemental report will be filed.

Event description:
It was reported that this pacemaker device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity prior to implantation. Technical services (ts) requested the device to be returned for laboratory analysis since the battery of this device was suspected to be depleting prematurely. No data analysis from the device was reported to have been performed. The device has not been cleared for implant. There was no patient involvement. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, an evaluation of the device was performed. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded and that the device recorded low temperature readings prior to setting the low voltage alert. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. The battery did recover after the device was removed from the cold.

Event description:
It was reported that this pacemaker device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity prior to implantation. Technical services (ts) requested the device to be returned for laboratory analysis since the battery of this device was suspected to be depleting prematurely. No data analysis from the device was reported to have been performed. The device has not been cleared for implant. There was no patient involvement. The device is expected to be returned for analysis. The device was later returned for analysis.